Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07316 it was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the entire system were explanted and replaced.